Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (mrca) with 90% stenosis, mild calcification and mild tortuosity. The 2.0x12mm mini trek rx balloon dilatation catheter (bdc) was advanced without resistance, however, the balloon ruptured during the first inflation at 8 atmospheres (atms) for 5 seconds. There was no resistance during removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.